Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual and functional test identified the reported condition as a large leak spraying liquid from the back side of the bag. The leak location and magnitude would have been obvious if present during the filling of the bag. Magnified inspection of the leak location identified the leak as a series of small gouges leading to the leaking area, which was the large gouge of the eva material. There was no damage opposite the leak on the interior side of the bag, indicating the bag was full when the gouge occurred. The manual add port had been used, as evidenced by cannula insertion on the port membrane. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.